Event description:
It was reported, the colonovideoscope displayed error code e315 and no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device review, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The e315 error code was present during testing. Water invasion was also noted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿inspection method is described in the cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention method is described in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope¿. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe that fluid invasion may have damaged the internal electrical components- causing the reported error code to display. Olympus will continue to monitor the field performance of this device.